Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2003250, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2003250 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported during use the bd plastipak¿ concentric luer lock syringe leakage past the stopper/plunger. The following information was provided by the initial reporter: the customer noticed the syringe leaked along the plunger rubber. The incident occurred during a preparation with a cytostatic medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd plastipak¿ concentric luer lock syringe leakage past the stopper/plunger. The following information was provided by the initial reporter: the customer noticed the syringe leaked along the plunger rubber. The incident occurred during a preparation with a cytostatic medication.